Event description:
The manufacturer received information regarding an essence rental. The patient has passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.